Event description:
It was reported to MFR that the vns patients' device revealed high lead impedance when tested, and the pt was subsequently referred to a surgeon for a full revision. Additional information was received revealing that both normal mode and system diagnostic tests were performed revealing high lead impedance, eri status set to no. There was no report of trauma, manipulation, or any other believed cause for the high impedance. X-rays were not taken to assess the system. The pt had surgery and the surgeon opted only to replace the generator and the lead was left implanted. Following surgery, the neurologist tested the device and high lead impedance remained. The device remains disabled at this time. The patient has been referred to a different surgeon to have the lead replaced and revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.